Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: during investigation, the display lens was cracked in the bottom third of the lens. The pump was unresponsive. No audible tone or vibration alarm occurred when the battery was inserted. The pump had a blank display. The battery cap measured within specifications. Evidence of moisture contamination was found on the underside of the battery cap. The battery compartment was cracked in thread area, and from the threads to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak test found a leak at the display lens and the battery compartment crack. The pump case was removed to find moisture contamination inside the pump on multiple printed circuit board components. The pump was unresponsive due to internal moisture damage.